Manufacturer narrative:
Investigation of this complaint confirmed a device malfunction during cartridge rewind associated with repeated ¿unable to proceed¿ messages. Although no on-screen alert code was initially displayed to the user and a factory reset did not resolve the issue, subsequent review of device data identified alert 38 (motor stall) annunciated after three consecutive ¿unable to proceed¿ errors. The affected device was returned for evaluation. Disassembly revealed no observable damage to the gear train or associated mechanical components. Evaluation determined that the device software indicated the lead screw nut was approximately four units away from the home position; however, physical inspection confirmed that the lead screw nut was already at the mechanical stop. This discrepancy indicates that the home position was incorrectly set by the device. During bench evaluation, the lead screw nut was manually extended. Upon initiating a subsequent rewind request, the motor successfully completed the rewind sequence and re-established the correct home position, resolving the condition. No adverse clinical effects were reported, and no medical intervention was required. The affected device was replaced, and the complaint was confirmed as a device malfunction related to cartridge rewind and motor position detection during setup.

Event description:
It was reported that during setup of a replacement ilet, the device displayed "unable to proceed, check alerts" when attempting to rewind the cartridge, no on-screen alert or code appeared, and a factory reset did not resolve the malfunction; a replacement device was shipped and the user returned the affected units. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included remote troubleshooting and user guidance. Investigation of this case revealed a device malfunction during cartridge rewind without an identifiable on-device alert. It was concluded that the device experienced a malfunction related to setup and was replaced.